Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was making a high pitched squealing sounds, repeating every five minutes. The reporter stated that there were no alarm codes displayed on the display screen when the sound occurred. It is unknown at this time if the alleged issue had any effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings:a review of the black box showed multiple call service 162 alarms. There were no ¿communication¿ alarms observed. A rewind, load, and prime sequence and a 24 hour duration test successfully with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the pcb. The complaint of a communication alarm could not be confirmed or duplicated on investigation.